Manufacturer narrative:
(B)(4). Product born on date 06f23-55, bod 2010-06. 06f23-55, bod 2010-12. 06f23-55, bod 2014-06. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer reporting that down-loader sn (B)(4) is warm to touch. Customer stated that the batteries in multiple I-stat1 analyzers are hot when docked in I-stat 1 down-loader/recharger. Customer stated 3 rechargeable batteries have become warped with the following born on dates: od: (B)(6) 2010, bod: (B)(6) 2010, & bod: (B)(6) 2014. The product was replaced at no charge and returning for investigation. There are no injuries associated with this event. It was determined that the customer has rechargeable batteries that pre-date bod: (B)(6) 2017 without a built in thermostat with potential to not fail safe, and become hot. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the down-loader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the down-loader/recharger. The down-loader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a down-loader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the down-loader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the down-loader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/11/2018. The customer reported that downloader recharger (drc) s/n (B)(4) was warm to touch. The customer also reported that multiple rechargeable batteries became hot after charging in analyzers that were docked in drc s/n (B)(4). The complaint of drc s/n (B)(4) becoming warm was confirmed, and the cause was determined to be defective components d14 and q1 on the main board of the drc. The customer complaint of rechargeable power packs becoming hot to touch was not confirmed. A deficiency has been identified with respect to drc s/n (B)(4). A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. Previously opened (B)(4) addresses the deficiency.